Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open low anterior resection, there was no sound of breaking the washer at the firing, and it was found that staples were unformed wholly after the device was removed. The donuts were created. The device was used between the colon and the rectum. The anastomosis site was cut and another device was used to complete the case. There were no adverse consequences to the patient.